Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the eyepiece shade of the subject device was broken. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the reported device problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred from mishandling or repeated/long term use of the device. Since the eyeshade was also partially torn, it is presumed that the issue may have resulted from repeated actions such as partially pinching and pulling the eyeshade. Olympus will continue to monitor field performance for this device.